Manufacturer narrative:
Reference no. (B)(4). This is one of four manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-05832, 2015691-2025-05833 and 2015691-2025-05910. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral tvr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve (all models) can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an (14 fr sheath is 5.5 mm). In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest as per medical opinion, the perceived root cause of the femoral injury was probably related to the first esheath with the one valve strut protruding through the esheath as well as the use of the second esheath. Although the procedure site could not definitively confirm that the injury was caused by the bent strut of the first s3u valve protruding through the initial esheath during withdrawal, it is likely that the bent strut was a contributing factor. This may have been exacerbated by the insertion of a second sheath and associated devices through the artery. As contributory damage from the second sheath cannot be ruled out, the event will be reported conservatively as potentially contributory to the injury. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported, it was case of a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach. During the procedure, significant resistance was encountered while advancing the delivery system through the esheath, and the system became lodged. All devices were subsequently removed as a single unit. Upon removal, one valve strut was observed protruding from the esheath. To proceed, a second valve kit was utilized, and the procedure continued without further complication. However, following valve deployment, a femoral artery injury was identified. A surgical cut-down was performed, and the vessel was successfully repaired. The patient exited the operating room in stable condition. As per medical opinion, the perceived root cause of the femoral injury was probably related to the first esheath with the one valve strut protruding through the esheath as well as the use of the second esheath.